Event description:
In 2007, the patient reported that his infusion device was making a grinding noise and the piston rod would not retract. He stated that on approx the month before, his blood glucose was elevated to 542 mg/dl and he decided to change his infusion set and insulin cartridge and he spilled a full insulin cartridge inside the infusion device. After he dried the insulin from the cartridge compartment he inserted a new insulin cartridge and bolused to lower his blood glucose. His normal blood glucose range is 70-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.